Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, patient underwent a total hip arthroplasty due to ehlers-danlos syndrome, dysplastic and degenerative right hip. On (B)(6) 2025, patient underwent a revision, right total hip arthroplasty due to pain, metal on metal wear with elevated metal ion levels prior spinal fusion. Doi: on (B)(6) 2010, dor: on (B)(6) 2025, affected site: right hip. The related complaint: (B)(4) captures revision of the left hip due to elevated ions and persistent pain.